Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. Based on the completed investigation, and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.